Manufacturer narrative:
Clarification to b3: partial date of 2010 provided. Additional, changed, and/or corrected data: b3, b5, d6b. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
The reported capsular contracture was confirmed as baker grade IV.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "rupture". Healthcare professional later reported "capsular contracture with double capsule". Healthcare professional later reported " scattered chronic inflammation and calcification". Healthcare professional later reported "capsular contracture baker grade IV and double capsule". This record is for the left side. Device was explanted.

Event description:
Patient reported "rupture". Healthcare professional later reported "capsular contracture with double capsule". Healthcare professional later reported " scattered chronic inflammation and calcification". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and double capsule are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and double capsule.